Event description:
Catheter placed and during first dialysis nurses noticed blood between the arterial and venous lines.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device has been forwarded to the manufacturing facility for evaluation. When the investigation is complete a final report will be submitted.